Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude signals and output set to five volts via right atrial automatic threshold (raat). Boston scientific technical services (ts) discussed to health care provider (hcp) the possibility that this might indicate ra dislodgment. In addition, there was a possibility of loss of ra capture observed on presenting intracardiac electrogram. To date, this lead remains in service. No adverse patient effects were reported.